Manufacturer narrative:
(B)(4). The covidien customer service engineer (cse) inspected the device and verified the malfunction. The cse replaced the single board computer (sbc), printed circuit board (pcb) and graphic user interface (gui). Although parts listed were replaced the screen continues to be unresponsive subsequently preventing the cse to upgrade the software that could possible correct the issue. The investigation into this report is on-going. As additional information is obtained, a supplemental report will be issued.

Event description:
A report received from mauritius stated an e360 ventilator experience an unresponsive touch screen. It is unknown if the device was in use on a patient at the time of the event.